Event description:
It was reported that the customer was admitted at the intensive care unit for diabetes ketoacidosis, heart attack, and high blood glucose of 548mg/dl. The customer's wife stated that the insulin pump was in suspended mode while been in the hosp. It was stated that the customer woke up with high blood glucose and treated. Then the customer began to vomit, thirsty, chest pain, and loss of appetite. It was stated that customer rec'd a shot in the eye from the doctor for prior illness. It was stated that the customer's glucose level has been going up and down while staying still in the hosp. It was stated that the customer has treated his high glucose with manual injections. It was stated that the last infusion set change was six days prior to his hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.